Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors. 1 of the 5 sensors failed for high readings, the 4 remaining sensors passes per specifications with accurate readings.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. The blood glucose reading is 300 mg/dl. Nothing further reported.